Manufacturer narrative:
(B)(4). Voluntary medwatch report # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? The patient demographic: age, weight, bmi at time of procedure how long was the procedure extended? Was there any change to the patient post op care due to the additional length of the procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? In what structure / tissue was the needle retained? Were all pieces of the needle removed from the patient? Will actual device involved in the event be returned for evaluation? Do you have any samples of code 8710h with lot lmh330 for evaluation? Did the operating surgeon observe any deficiency or anomaly before, during, after the suture placement? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? (B)(4).

Event description:
It was reported user facility medwatch form, # (B)(4) that a patient underwent an elective circumcision procedure on unknown date (B)(6) 2018 and suture was used. The suture was being placed in the glans of the penis for light traction and the suture needle broke in half. The patient required a small incision in the glans for locating and retrieving the broken half of the needle. The incident extended the length of surgery and required a second surgeon to assist in locating the broken half. The current condition of the patient is unknown. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.